Event description:
Additional information was received from a manufacturer representative reporting that the patient cancelled their appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that they will be present at the patient¿s appointment with their doctor on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the doctor ¿does not wish to continue.¿ the question now arises of an explantation with certainly a non-replacement. There was no programming date.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient has finally agreed to come back to see us for a new analysis. There was no change from last year. The whole device works perfectly at the level of the electrode, the impedances and the patient's feeling. There was only the problem of discharge in less than an hour with a 10ma ld stimulation. They were waiting for feedback in view of a potential replacement. It was further stated that the mdt data report did not show any device abnormalities but it did show the ins was not charged often enough and was not used over a year. It was suggested that the ins be charged more consistently as the solution rather than ins replacement.

Event description:
Additional information was received from the manufacturer representative reporting that they met with the patient on (B)(6) 2020. The patient does not use the ins because they ¿unload¿ in 30 minutes. Based off the device reports, the doctor will decide to change or not change the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a problem with the ins, and the ins stopped without reason. The patient had been implanted since (B)(6) 2019 and described unexpected stops of their ins without apparent reasons. No specific place or time appeared from the questionnaire. The ins was well charged when this happens. The patient's ins would go off alone. When the patient wanted to reconnect/restart with their remote control, the ins was not found. The patient was forced to re-pair with their charging system so that their remote control recognized their ins again, and to turn on their ins again. Once reconnected, the pacemaker would restart normally. When interrogating the pacemaker, no alarms or problems were reported. The usage report showed very prolonged stops while the patient said they were using them all the time. This indicated a prolonged stop of the therapy while the patient restarted it immediately. It was noted that this was incomprehensible. This problem happened at different times of the day and in different places. The patient described this problem during a consultation. They could restart their stimulator but it bothered them. At the time of the adjustment, there was normal operation of the ins but the report showed a prolonged stop of the therapy which the patient did not confirm. The remote control had been changed. Adaptive stimulation had been reprogrammed. The ins program was reconfigured, but the problem had reappeared. The issue was not resolved as of (B)(6) 2019. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use. Additional information was received from the rep. It was reported that the rep could not provide a device data file as they were not connected with the patient at the time, but the rep would pick up the data file at the patient's next consultation. It was noted that impedance results were all normal around 900 ohms. The report was not in the rep's possession, but they would provide it to the manufacturer when they were to see the patient again. The rep had the patient order a new charger with the battery pack to eliminate any problems with those products. As of (B)(6) 2019, the patient was to receive the replacement products at the end of the week and the patient and rep would analyze the evolution. The rep clarified that the fact of reappearing meant that a mandatory reprogramming, as if a reboot had taken place, of the remote control with their stimulator to be able to communicate with it. To do this, the patient connected their remote control to the antenna so that the stimulator could recognize it again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the physician has been made aware. The patient was advised to make better use of their ins so that their problem could be better assessed. It was planned to see the patient again with full recharge and test. The physician has doubts that the patient¿s liver was good, therefore, does not wish to replace the ins until there was proof the patient was telling the truth. It was further stated that the patient does not respond to the doctor¿s messages.

Event description:
Additional information received reported that the manufacture representative was going to meet with the patient (B)(6) 2020 one last time before a possible revision. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the problem continues despite the change of the patient controller and recharger. Now after 15 minutes of use, the ins stops because it is completely discharged. The manufacturer representative was waiting for the appointment on (B)(6) 2020 to review the patient with the doctor and analyze the problem with a report. If nothing is found, an ins replacement will be scheduled and sent for analysis.